Event description:
It was reported that approximately one week post implant the right atrial (ra) lead had elevated thresholds. Reprogramming was performed and the lead remains in use. The patient was enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4074, implantable pacing lead, (B)(6) 2013. (B)(4).